Event description:
Additional information received noting that the explanted lead was discarded.

Event description:
Implant card received noting that the patient underwent a lead revision on (B)(6) 2025. The explanted lead has not been received by product analysis to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was scheduled to undergo a generator replacement due to normal battery depletion. The generator being replaced was interrogated before surgery and normal lead impedance was seen and only low battery was shown. During surgery, the surgeon implanted the new generator and high impedance was seen. To determine if it was the generator or the leads, the surgeon tried out the previous generator again and it was also showing high impedance. After visually inspecting, the surgeon saw that the leads "had snapped" and it was not the previous or new generator causing the high impedance. The new generator was implanted but the output current was not programmed on, the patient will undergo a lead revision at a later date. Additional information received noting that the surgeon did not use excessive force when handling. No known surgical intervention has occurred to date with the lead. No other relevant information has been received to date.